Event description:
Patient's mother reported leakage with embecta pen needle. She would be receiving a humatrope pen replacement from manufacturer. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided.